Event description:
It was reported that a cartridge change error occurred. The customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown.